Manufacturer narrative:
Date of event not provided by the complainant, implant date not provided by the complainant. Concomitant products - ethicon tvt-exact on (B)(6) 2010 and/or (B)(6) 2015. As requested by the FDA, we have made note of the product code. The product code listed is not necessarily the product code assigned to the device 510(k), but rather the product code that seems the most appropriate based on the surgical procedure in which the product was implanted. Product manufacture date unknown; lot number unknown. Based on the information provided by the complainant, details regarding a specific correlation between the unspecified surgisis product¿s performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to the lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. A follow-up MDR will be filed if additional details are obtained.

Event description:
The patient was reportedly implanted with an ethicon tvt-exact and a surgisis product at (B)(6) medical center in (B)(6), by dr. (B)(6). The complainant noted surgery dates of (B)(6) 2010 and (B)(6) 2015, but did not specify which product was implanted on which date. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.